Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown baclofen, clonidine, and unknown morphine drug via an implantable pump. It was reported that the patient noticed the surgical site was secreting serosanguineous liquid. There was redness in the area. They were seen in the emergency room where the surgical site was found with erythema and warm. The site was drained and cleaned, with assistance from sonographic imaging, no purulence or foreign material detected, no signs of infection. Nonetheless infection of surgical site was deemed as cause. The patient was given antibiotics. The issue was resolved without sequelae.